Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of intermittent antenna icon cannot be confirmed. It was reported that continuous glucose monitoring (cgm) device is being used on patient under (B)(6) of age. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages (B)(6) years with diabetes. However, a root cause for the reported intermittent antenna icon cannot be determined. No additional patient or event information is available.